Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported the disposable exhibited leaking lines at the filter. When this occurs near cassette change, patient will change line and just continue using same line with cassette change. If it occurs between cassette change, patient will change tubing accordingly. Occurred while in use with patient. Patient had a backup product they were able to switch to and successfully continue their therapy. No adverse patient effects were reported by the customer.